Event description:
Device complication: none. Time of complication: during procedure. Symptoms: asystole. It was reported that the pt experienced hypotension and bradycardia with stent deployment. The pt also experienced several seconds of asystole and was treated with glyco pyrrolate. The stop date was 2-26-06 and the condition was resolved. During hospitalization, the pt experienced an mi. The pt was treated with ntg and monitored. An avr was planned for aortic stenosis. The stop date was later on and the condition was resolved. No add'l info was available.